Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. She was unable to troubleshoot for the issue as it had been resolved by a complete set change. The blood glucose reading was 400 mg/dl. Nothing further was reported.